Event description:
The customer reported that the battery latch was jammed and the latch would not catch anymore. This could result in an unexpected shutdown resulting from the battery not being secured which could impact delivery of therapy. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the device was evaluated at philips. The symptom could not be duplicated. The device passed all testing based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.